Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when removing the outer covering, after using the absorbable ligation clip for the patient, the nurse found that the outer covering of the absorbable ligation clip was broken and missing a component. The nurse on duty immediately checked and found that the broken component fell into the patient¿s abdominal cavity and removed it in time with the aid of an endoscopy. There was no patient injury.